Event description:
Olympus was informed that during a laparoscopic cholecystectomy the uhi-3 had stopped insufflating and all leds on the front panel had lit. The physician had changed the uhi-3 to another insufflation unit and continued to perform the procedure. The procedure had been completed. There was no pt harm reported.

Manufacturer narrative:
The referenced device was returned to the olympus for eval. The eval found that the uh1-3 had not started up. And then the uh1-3 had operated correctly after the test lead of the circuit tester touched the contact on the pcb of the uhi-3. Therefore, the exact cause of the reported phenomenon could not be conclusively determined. Olympus stated the appropriate handling of the uhi-3 in the instruction manual when the uhi-3 had abnormalities. This report is being submitted as a medical device report in an abundance of caution.